Event description:
It was reported that the patient had a loss of pain relief. It was noted that the patient was reprogrammed on (B)(6) 2014, which improved pain relief, but on (B)(6) 2014 the patient reported no relief and requested to have the device removed. It was noted that there was a plan to have the device removed. It was noted that no diagnostics or interventions were planned. It was noted that the event was ongoing. Additional information received reported that the patient complained of no pain relief and the patient did not want any diagnostics or interventions and wanted the device removed.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was related to programming/stimulation. The etiology was noted as related to the implantable neurostimulator (ins) which was connected to the extension and leads.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The battery had reduced capacity due to overdischarge.

Event description:
Additional information reported the entire system was explanted and not replaced. The event was considered resolved without sequelae on (B)(6) 2014 and also noted as unresolved with no further actions planned. It was unclear whether or not the event had resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the event was related to the programming stimulation in addition to being related to the stimulator and leads. The resolution date was also updated to (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v754531, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # v617051, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # v525986, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).